Manufacturer narrative:
After further review of the patient's medical records, it was determined that this event was to remove competitor products.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). All poly patella size 1 8 mm thickness cat#: 00542000801, lot#: unknown femoral component option for cemented use only cat#: 00599401591, lot#: unknown prc agmt block dist sz e 5mm cat#: 00599003510*op1000, lot#: unknown prc agmt block dist sz e 5mm cat#: 00599003510*op1000, lot#: unknown stemmed tibial component precoat a/p wedged for cemented use only size 5 cat#: 00598800500, lot#: unknown trabecular metalâ¿¢ cone full cat#: 00545005901, lot#: unknown stem extension straight 15mm dia x 100mm length(combined length 145mm) cat#: 00598801015, lot#: unknown prc agmt block post sz e 10mm cat#: 00599003502*op1000, lot#: unknown prc agmt block post sz e 5mm cat#: 00599003501*op1000, lot#: unknown stem extension offset 14mm dia x 100mm length(combined length 145mm) cat#: 00598802014, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that patient underwent revision five years after left knee arthroplasty due to unknown reason. Two years after primary revision patient¿s bearing was revised due to loosening.